Manufacturer narrative:
Our engineer was asked to pop in their yesterday to investigate a problem with the legs opening without using the leg bar mechanism. The problem came to light when a carer was pushing the stand aid through a doorway, the legs opened and hit the side of the doorway, causing the carer to trip and fall over fracturing her foot. Our engineer found that the screw that holds the mechanism had worked loose meaning that the legs were opening on their own when the stand aid was moved. Vision products were in the home in july and tightened the mechanism then due to the same problem. This home is owned by (B)(6) council and their h and s department have been informed of the incident which has resulted in the carer being off work due to the fracture. The home manager is (B)(6) whom I have copied into this e mail. The reliant 350 is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
Our engineer was asked to pop in their yesterday to investigate a problem with the legs opening without using the leg bar mechanism. The problem came to light when a carer was pushing the stand aid through a doorway, the legs opened and hit the side of the doorway, causing the carer to trip and fall over fracturing her foot.